Event description:
It was reported an access port was placed 1999. In 2001 it was noted the catheter had fractured and migrated to the heart. Removal of the port and retrieval of the catheter via the right groin was successful and the pt was discharged the same day. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. Co's attempts to obtain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Since this device was in place for over 2 years co believes user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.